Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." Added-h6 component code 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support went into ventricular fibrillation and required shocking to return to normal sinus rhythm. The arrhythmia occurred while the patient was having a coughing fit while being turned. Echocardiogram verified the correct pump position. Two days later, it was reported that the patient was shocked about 20 times from last night into the morning for ventricular tachycardia storm. The patient required added support so the patient was intubated and placed on extracorporeal membrane oxygenation.